Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates. No blank display, display anomaly or damage inside pump noted. All operating currents ware within the specification, no unexpected low battery, battery out of limit alarm or off no power alarm noted. Unit was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 300 mg/dl. The customer pump wouldn't power back on even after changing out the battery. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 300 mg/dl. The customer is calling after receiving a new battery cap. The customer stated that there is crack on lcd screen. The customer stated the damage is through the normal wear and tear. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.